Event description:
It was reported that during metal removal the reported article broken off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.